Manufacturer narrative:
This follow-up report is being filled to relay investigation result. D11 - medical products and therapy date: detail of product. -item number 0100084090: item name pedestal cup, right, uncemented, 90. Lot # 2391950 . DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend has been identified. Event description: it was reported that the patient was implanted on the right hip side with a revitan stem, cocr head, durasul insert and pedestal cup on jan 29 2009 and was revised on dec 30 2011 due to infection and cup loosening. Review of received data: - implantation surgical report dated (B)(6) 2009: explantation surgery due to infection performed three months ago, now implantation of revitan stem. No intraoperative complications are noted. - hospital release letter, dated (B)(6) , 2009: antibiosis therapy prescribed. - revision surgical report dated (B)(6) 2011: indication: recurrent periprosthetic infection and inflammatory reaction due to total joint prosthesis. Cup loosening. Intraoperatively, stem found to be well anchored. Explantation with osteotomy. Cup has migrated through the pelvic corticalis. No intraoperative complications are noted. - hospital release letter, dated (B)(6) 2012: recurrent periprosthetic infection with multi-resistant st. Epidermis and cup loosening. Postoperative antibiotic therapy. Upon release patient is in a good state of health. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - all involved devices are intended for treatment. - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - the sterilization certificate was reviewed with no anomalies noted. Conclusion: it was reported that the patient was implanted on the right hip side with a revitan stem, cocr head, durasul insert and pedestal cup on (B)(6) 2009 and was revised on (B)(6) 2011 due to infection and cup loosening. As no x-rays have been received, neither the patient's bone quality nor the correct cup positioning can be assessed. Moreover, it remains unknown, whether the patient adhered to the rehabilitation protocol. Therefore the root cause for the cup migration cannot be further assessed. The gamma and eto sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot number has been reviewed and was found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this part or lot number. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. Nevertheless, an infection can have numerous root causes. Possible root causes include wrong handling of the device, wrong reserialization for sterile delivered parts or damage to the packaging during transportation. Moreover, a further contributing condition might be that the patient has a medical history of infection. The investigation results did not identify a non-conformance or a complaint out of box (coob). Therefore, based on the available information, we were not able to identify an exact root cause for the infection and cup loosening. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00732.

Manufacturer narrative:
Medical product: revitan, proximal part, cylindrical, uncemented, 85, taper 12/14 ; catalog no#: 0100402085; lot#: 2406324, revitan, distal part, curved, uncemented, 20/200 ; catalog no#: 0100406220; lot#: 2440537, durasul, alpha insert, ii/36; catalog no#: 0100013709; lot#: 2481260, pedestal cup, right, uncemented, 90 ; catalog no#: 0100084090; lot#: unknown. Therapy date: (B)(6) 2011. The manufacturer did not receive x-rays for review. The manufacturer received surgical reports for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to infection and cup loosening.